Event description:
Pt developed thrombosis of right common femoral artery with embolization to the popliteal artery. During emergent procedure, the thrombectomy catheter (penumbra) broke within the right common femoral artery requiring cut down procedure to remove. Pt expired; unsure if directly related to event.